Manufacturer narrative:
Device evaluated.

Event description:
It was reported via repair work order that the track belt came off of the stair pro while being used on stairs. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the track belt came off of the stair pro while being used on stairs. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.